Event description:
It was reported the patient had an advance sling implanted on an unknown date. The patient was implanted with an aus system with a 4.5 cm cuff on (B)(6) 2018 due to unspecified reasons. No patient complications were reported in relation to this event.

Event description:
It was reported the patient had an advance sling implanted on an unknown date. The patient was implanted with an aus system with a 4.5 cm cuff on (B)(6) 2018 due to unspecified reasons. No patient complications were reported in relation to this event. Additional information received from the physician indicated the advance sling was originally implanted in 2009.